Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component was observed to be bent in the cover block, allowing the staples to become misaligned and out of position at the front of the cover block. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). From the pictures attached was unable to be confirmed failure mode reported as "misfire/jam - staples not releasing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actio ns. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Failure mode "misfire/jam - staples not releasing" could not be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.